Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating handpiece made an unusual sound, but did not phaco during surgery. There was no report of any patient harm.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was connected to a calibrated operating console. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).